Event description:
Report rec'd of an over-delivery. It was reported that the pt had a "bag of antibiotic empty and there should have been 2 doses (at least) left". The medication was acyclovir 720mg in 150ml fluid. The pump was reportedly programmed on line d to deliver 25ml (120mg) over 30 minutes every 6 hours. A new bag was reportedly hung at 1737 on 9/13/00 with the first dose to be delivered at 1900 and was alarming with air in line and the bag was found empty at 1556 on 9/14/00. There was no reported adverse event with the pt though requested, there was no further info available.